Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from helical channel, and blood/body fluid was found on the distal conductor (not obstructed). Blood was also found in/on the helix/lobe mechanism, and the helix/lobe mechanism (sleeve head). There was a tip seal observation. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt the lead "pulled back", a high impedance was noted, and when the lead was removed the helix would not extend or retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.